Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an ongoing elevated blood glucose (bg) level of "high"; although specific value was not provided. Cause was not known. Customer gave a correction bolus via pump, gave manual insulin injection, changed the infusion set, and overwrote the pump bolus's to address the bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.